Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterile processing it was noted that the tip of a combination t-wrench was broken off. There was no patient or surgical involvement associated with the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: the device was returned and reported to be found with a broken tip after sterile processing. This condition is confirmed; a large chip is missing from the distal edge of the 8mm portion of the wrench. It is likely that over eleven years of consistent use and possible rough handling during surgery has led to this complaint condition. The device was manufactured in 9/2004 and is over eleven years old. The balance of the returned device is in fairly worn condition with markings along its length. The design of the device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.